Event description:
The hosp stated that an incident occurred on 1/28/98 after the pt came back from CT scan. With no peep dialed in, the ventilator was turned on with the gas and ac plug connected. The therapist noted no extra flow coming from the circuit, however when the pt was connected to the ventilator the peep and the manometer read +10 cmh20. The peep was dialed out to zero. The inspiratory would pause every fourth breath and the low exhaled volume noted no alarms were activated during this event.